Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a high voltage failure. Upon investigation the service engineer found a problem with the high voltage (hv) cable / hv- cable connection. An extensive investigation could not be performed because the hv- cable was not returned for a detail investigation. After hardware replacement there were no further issues as described in the complaint description and the system works as intended. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported black images during fluoro. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.